Event description:
Event where ICD detection on was turned off. There is evidence that it was on without any problem at the check on 9/29 (programmer). It was off when checked before ablation on 10/5. It is unclear when the ICD detection switched to the off position. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. Analysis revealed that the anti-tachycardia therapy functions were manually deactivated on september 29th, 2022 at 22:03 h. Upon interrogation during the follow-up on october 5th, 2022, a message was displayed asking if the ICD therapy shall remain deactivated, which was acknowledged. Later during the session, the therapy was manually re-activated. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Thorough investigation of the available data showed no indication of a device malfunction.